Event description:
The customer reported that the drill broke. No broken parts remained in the pt. The surgery was completed successfully. Another item was available in the theatre. No adverse consequence reported by the customer.

Manufacturer narrative:
It is not known at this time if the device will be returned for evaluation. If additional information is rec'd it will be reported on a supplemental report.